Event description:
During an incompass construct removal, the driver prongs broke while trying to remove closure tops. The surgeon had to use multiple drivers, and while removing the last two screws drilled through the rod, and used a pair of vice grips to remove the last of the construct. Additional info received from the sales rep on 28 jan 2010. The pt was a (B) (6) female, originally diagnosed with degenerative disease, who underwent primary fusion surgery on l2-s1 with an iliac screw in (B) (6) 2008. Revision surgery was planned to extend the construct one level. The surgeon planned only to remove the closure tops and rods of the existing construct and add four new screws to extend the construct then adding longer rods to complete. The surgeon was able to remove the closure tops from the left side without difficulty, however, when he reached the screws at l5-s1 on the right side, he was unable to remove those closure tops. The prongs on two 2155-1 universal drivers, one 2155-4 universal driver modular and three 2153-7 open screwdriver modulars each broke within seconds after beginning the removal effort on the closure tops. When all drivers had been used, the sales rep checked with zimmer personnel and was advised to use a rod cutter with a specific drill that will cut through titanium. When the rods had been drilled through, the surgeon was able to use vice grips to remove the set screw, rod and screw. At that point, the surgeon had to remove the entire construct and begin over again to build the construct back. There was at least a 30 minute delay, but the surgeon was able to complete the case without further complication.

Manufacturer narrative:
Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.